Manufacturer narrative:
(B)(4). Concomitant medical product: unknown ib ii tibial tray, unknown ib ii femoral component, unknown ib ii patella, unknown ib constrained condylar knee femoral, unknown ib constrained condylar knee tibial tray, unknown cruciate retaining femoral, unknown tibial tray, unknown patella, unknown cruciate stabilized femoral, unknown tibial tray, unknown patella, unknown palacos cement. Initial reporter: john b. Meding, kenneth e. Davis, merrill a. Ritter ¿ antibiotic bone cement and ultraviolet light use in total knee arthroplasty¿ open journal of orthopedics, 2016, 6, 283-293. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05954, 0001822565-2017-05955, 0001822565-2017-05956, 0001822565-2017-05959, 0001822565-2017-05960, 0001822565-2017-05962, 0001822565-2017-05963, 0001822565-2017-05965, 0001822565-2017-05966, 0001822565-2017-05967, 0001822565-2017-05968, 0001822565-2017-05969.

Event description:
It was reported in a journal article that the reoperations for aseptic loosening noted in groups 1- 3. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.